Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead experienced symptoms of near syncope and presented to the hospital. Interrogation of the device with a programmer noted that the device was programmed vvi at an output of 3.0 volts at 1.0 milliseconds (ms) with intermittent loss of capture (loc). Rv thresholds were noted to be 1.8v at 1.0ms in bipolar and 1.2v at 1.0ms in unipolar. The device was programmed ddir and the lead configuration was programmed to unipolar. The patient's blood pressure returned to normal. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was later explanted and replaced for reported normal battery depletion 1 year 5 months later.